Event description:
Procedure type: lap gastric bypass. Patient gender: unknown. The patient is morbidly obese. According to the reporter: the orvil anvil traumatized the stomach wall, while it was being connected to the stapler. The stomach was transected and another circular stapler of different kind was modified and used to perform the anastomosis. The anastomosis was completed; however, the gastric tissue was very thin to the point that the staples of the exterior staple line were entirely visible. Therefore, hemostasis was checked and a leak test was not performed.